Event description:
It was reported that the customer is at the hospital, but will not be admitted. The customer's blood glucose was 225mg/dl. The nurse stated that the customer's insulin pump was not functioning and she was advised to change the infusion set every three days. The caller stated that the insulin pump was not delivering insulin into her body and has not alarmed. The caller stated that the customer's head did hurt, and she did not feel well. Troubleshooting was performed. The customer will go back home to treat with her back up plan, and she will call back later if further assistance is needed. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.